Manufacturer narrative:
Philips has investigated this complaint. The customer reported that software was not starting. This request is made only to correct the situation internally, since the repair was already performed by philips and also since the reported issue has been resolved in another case by resetting the software from the backup, with the reinstallation of the software this case has been cancelled. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system software did not start. No harm has been reported. Philips has started an investigation of the complaint.